Event description:
Additional information was received indicating lead insulation damage was suspected. An x-ray was performed and no anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an in clinic follow up, an increased capture threshold, and high pacing impedance was noted on the left ventricular (lv) lead. The lv lead was capped and a new lv lead was placed to resolve the event. The patient was stable.